Event description:
It was reported that the user received an occlusion alert on the infusion set and, after guided troubleshooting, the issue resolved only after a complete supply change; insulin delivery then resumed, and replacement infusion sets and a charging pad were arranged. Symptoms included interrupted insulin delivery consistent with an infusion occlusion, with no report of hyperglycemia or hypoglycemia. Outcomes included restoration of insulin delivery after replacement of the consumables and user education on changing supplies. Investigation included customer interview and real-time troubleshooting. Investigation of this case revealed an infusion line occlusion that resolved with replacement of the cannula and connector. It was concluded that the event was attributable to an infusion set occlusion, with device function restored after consumable replacement and user counseling.